Manufacturer narrative:
H.6. Investigation summary: no photograph or sample received for investigation. The investigation is thus based on the available retention samples. Bd did not find any qn or breakdown in the processes during the manufacturing of 18c1741j of the material code number 391451 in our production documents. The cap may have got accidently misaligned at the assembly and thus got pushed in and damaged the product. The retention samples did not show any cap damage or damaged product as described by the customer. The complaint cannot be confirmed as there are no photographs or samples available for investigation. H3 other text : see section h.10

Event description:
It was reported that damage to the device was found before use with a venflon 2 bl 22ga IV. The following information was provided by the initial reporter, "anesthetist opened sterile cannula, and noted damage product. Cap has been pushed in and damaged, hence the return of the item."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that damage to the device was found before use with a venflon 2 bl 22ga IV. The following information was provided by the initial reporter, "anesthetist opened sterile cannula, and noted damage product. Cap has been pushed in and damaged, hence the return of the item."